Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The targeted nodule was located in the right lower lobe and there was restricted visibility with significant atelectasis. During navigation to the nodule, the catheter tip contacted the pleura, causing a pneumothorax visible on fluoroscopy, which led to procedure termination before biopsy collection. Although this pneumothorax resolved, the patient subsequently experienced a coughing episode and spontaneously developed a large pneumothorax requiring 14 french chest tube placement. The patient was awake and stable, but hospitalized for 1 day and then discharged home. Per the physician, there was no malfunction of the ion system, instrument, or accessory.